Manufacturer narrative:
Corrected: age of patient from (B)(6). Device evaluated by MFR: the complaint device was returned for evaluation in pieces with the introducer sheath used in the procedure. The sheath and part of the imaging window, about 135.5 centimeters long. A bag containing the distal imaging window tip, small section of the imaging window and stent was returned. However, the rest of the device, hub, imaging core etc. Were not returned. Analysis of the returned device revealed a kink in the sheath assembly at 3.3 centimeters from femoral marker to the distal end and at 1 cm from proximal (cut) end. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the tip of the catheter was broken into pieces upon removal from the patient's body together with the 3.0x38 non bsc stent.

Event description:
It was reported that the catheter became stuck in stent and could not be removed. During a percutaneous coronary intervention, an atlantis¿ sr pro imaging catheter was selected for use. It was noted that 3 non bsc stents were placed from distal in the left main which was heavily calcified and approximately 70% stenosed. During the procedure, the physician was withdrawing the atlantis catheter through one of the non-bsc stents after a post-stent run and resistance was experienced, preventing the physician from pulling the catheter back or pushing it forward. An unspecified non-compliant balloon catheter was then inflated to loosen the trapped atlantis but was unsuccessful. Open heart surgery was performed. The atlantis imaging catheter and the stent were removed. No further patient complications were reported. The patient was stable post surgery.

Manufacturer narrative:
Age at time of event: 60's. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).